Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-019-01148.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to thrombotic event. Patient is alleging migration, vena cava perforation, organ perforation (renal vein and small bowel), device unable to be retrieved. The patient further alleges "I experience dizzy spells which caused me to break my femur bone and injury my spine. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" and "I am not able to perform any type of exercises. I feel pain and out of breath when I attempt to do so" as well as "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions." Per report from CT (computed tomography) dated (B)(6) 2017: "inferior vena cava projecting above the renal veins with struts embedded within the right and left renal veins and one anterior strut perforating the anterior wall of the inferior vena cava projecting in the second portion of the duodenal c-loop. Posterior tilt of the filter with the tip of the apex of the filter appears to be embedded within the posterior wall of the inferior vena cava/liver parenchyma."